Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "pinhole". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the lighting lens adhesive is peeling. There is a gap in the tip adhesive or dirt has entered the lens through the gap. This report is being submitted for the peeling of the adhesive of the lightning lens found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found holes in the curved rubber. Due to holes , watertightness is not maintained. The customer reported issue could be confirmed. Furthermore, the following findings during device evaluation were noted: due to handling, the adhesive part of the lighting lens has come off. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the tip body due to external factors are recognized. Scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. Scratches are found on the operation part due to external factors. Scratches are found on the tip cover due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the switch box due to external factors. The suction cylinder is scraped due to external factors. There are scratches on the up/down (u/d) knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the right/left (r/l) knob due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.